Event description:
It was reported that a malfunction alarm with code malf 12 occurred with the customer's insulin pump, which had been experienced at least three times before. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer continued to use the pump for insulin therapy.